Manufacturer narrative:
Insulin pump received with intermittent up and down arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call the insulin pump's screen was cracked and one of the buttons kept sticking. The insulin pump was exposed to moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.